Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having trouble charging constantly. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as it was discarded.